Event description:
A report from the study indicated that a patient experienced a stroke during post-dilation of a carotid stent.

Manufacturer narrative:
The indication for the procedure was mra visualized 70% stenosis of the left internal carotid (lic) artery with episodes of vision loss and ejection fraction of less than 35%. The lesion was pre-dilated with a 3.5mm x 30mm maverick balloon after placing a 7 french anioguard. A 9.0mm x 30mm precise stent was then deployed into the lesion and post-dilated with a 5.0mm x 30mm viatrac balloon. The reported residual stenosis was 10%. The patient displayed aphasia and right hemiparesis during post-dilatation. A CT scan performed after the procedure identified "diffuse gyral enhancement of the left middle cerebral artery distribution, most likely secondary to reperfusion following an ischemic process". Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally appose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process) when the balloon is deflated, there is a sudden rush of blood (reperfusion) into the cerebral arteries. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Any additional information will be submitted within 30 days of receipt.